Event description:
It was reported that the patient presented in the emergency room after receiving several inappropriate therapies. Upon device interrogation, the device was found to be in back up vvi mode. Device reset and programmed setting restore were done successfully. Device went back to normal function. Patient condition is good and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.